Event description:
It was reported: "a person working in the decontamination area of theatres got a metal shard off one of the scorpio instruments and had to go to emergency to get it removed. Customer cannot locate block as it was not isolated at the time of incident".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not isolated at the time of incident and was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.